Event description:
The customer reported that the loudspeaker defective. It is unknown if the device was in clinical use at time of event, no patient harm was reported.

Manufacturer narrative:
E1; reporter institution phone number (B)(6). E1: reporter phone number:(B)(6). The following communications and functional testing was performed: a philips remote service engineer (rse) spoke to the customer and confirmed that the issue was due to a defective speaker. A good faith effort attempt conducted if the device still produced sound in standalone mode was not successful. A nemo (non-engineering material only) service was agreed upon. A speaker assembly was ordered to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker assembly. The reported problem was confirmed. The customer was provided a speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.